Manufacturer narrative:
This report is submitted on may 10, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement due to protrusion of the electrode array. The patient underwent revision surgery on (B)(6), 2021, to reposition the device. The implanted device remains.